Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 10x80x75 epic stent self expanding was advanced; however, resistance was felt and the device failed to cross the lesion. After removal, it was noted that the device was difficult to deploy and it was confirmed that the distal tip of the stent was crushed. The procedure was completed with another of same device. No patient complications nor injuries were reported.